Event description:
Patient with chronic pain and stent implanted in subclavian artery approx 6 months prior visited the facility for reasons unknown. Doctor had x-ray performed and incidental finding of 3 fractured stent pieces in patient's lung which doctor attempted to retrieve unsuccessfully. Patient status at departure from facility was asymptomatic.